Event description:
Boston scientific received information that during a competitive device change out for normal battery depletion, the physician noted having difficulties retracting setscrews of this device. It was also noted that the insulation retracted from the pin of the left ventricular (lv) lead was found during the procedure. The device was removed and replaced with a non-boston scientific device and according the the out of service form the left ventricular (lv) lead remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
It is unknown if the device will be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.